Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump had a critical pump error. The customer blood glucose level was 86 mg/dl at the time of incident and other blood glucose of the patient were 157 mg/dl. During troubleshooting, it was confirmed that the insulin pump also alarmed with a prior motor communication error. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with no critical pump error, pump error 4 or pump error 24 during testing. The insulin pump passed the self test, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. The insulin pump communicated properly with the guardian link 3 and test plug. No pump or sensor communication anomaly, sensor anomaly or calibration anomaly noted. The suspend on low alarm functioned properly. The pump had high sleep current due to corroded electronic assembly. The motor and force sensor had moisture damage.